Event description:
It was reported that during a cranial case the system would not recognize a navigation mask. A second mask was also tried, but it was not able to be used as the system could not read the information from the mask. A different navigation system was used successful to register a mask and complete the procedure. The procedure was completed successfully. No significant delays or impact to the patient were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a cranial case the system would not recognize a navigation mask. A second mask was also tried, but it was not able to be used as the system could not read the information from the mask. A different navigation system was used successful to register a mask and complete the procedure. The procedure was completed successfully. No significant delays or impact to the patient were associated with the event.